Event description:
It was reported that patient was having symptoms including acute leg pain that was a shooting and piercing pain that started after implant. She was reprogrammed a few weeks after implant, which helped for a while but she still had the pain. She was reprogrammed about three years ago for a return of symptoms. She was not experiencing pain in her leg at the time, but felt she had to urinate all the time. The patient had inflammation of the bladder walls, which caused her to feel the urge to urinate frequently. The patient's symptoms were in her right leg, back of thigh. The patient had an x-ray taken today and the health care professional (hcp) did not find any issues with her back. The patient also saw a vein hcp about one year ago to see if she had blood clotting in her legs, but there were no issues. The patient had tried turning the stimulation off but it did not make a difference with the pain. It was an on and off pain that occurred when she was sitting down. The patient only had one program to choose from and in order to make any changes to the program she had to go in. It hurt the patient when she got reprogrammed because if the stimulation was too strong it would jolt her. The therapy was helping her symptoms, but if she yelled real loud, it felt like "she'll pee her pants." Subsequent information received reported that the patient's acute pain felt like a "piercing, knife-stabbing pain" that awakens her at night when she was mostly laying on her right side. It would also come on when she would sit for more than 30 minutes. This had been happening for some time (1-2 years). There was no known accident or incident related to this. It was noted that the previous x-ray was of the device, extension and lead to check the position of the lead compared to implant date. The patient was reprogrammed yesterday and there was a slight change or improvement in the pain. She did not need to take a pain pill at night or was awaken with pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v007427, implanted: (B)(6) 2006, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: 2006, product type: programmer. (B)(4).